Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report the unit generated high spo2 readings although patient's vital was stable. The customer did not provide further information.